Event description:
It was reported that the arterial sheath separated, and the tip was retained within the patient, requiring additional intervention to retrieve the retained fragment. The patient presented as symptomatic for a right transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. On the day following the tcar procedure, the patient was described as exhibiting unusual behavior. The patient underwent further evaluation, including laboratory testing, which identified a hemoglobin level of 6 g/dl, and melena was noted, consistent with a gastrointestinal bleed. An internist was consulted, and the patient underwent endoscopic evaluation. Computed tomography angiography (cta) performed during the workup incidentally identified a foreign body, with no vessel occlusion observed. The patient was returned to the operating room via the existing neck incision, placed on flow reversal, and a snare was used to retrieve the tip. The physician confirmed that no stroke or neurological event occurred and attributed the patient's symptoms and anemia to gastrointestinal bleeding. No resistance, difficulty, or unusual handling was encountered during sheath insertion, positioning, or removal, and no patient anatomical factors were identified as contributing to the sheath tip separation. The patient required hospitalization beyond the standard of care and had not been discharged at the time of reporting; the patient outcome was reported as expected to fully recover.